Event description:
While working on very calcific and diffusely diseased anterior tibial artery, the mongo es .014 wire became trapped in the distal at by the pedal loop while in the .014 170cm crosswalk. It was noted that when the wire was finally able to be removed, the distal tip of the wire was disconnected from the rest of the wire. A micro snare was used to successfully remove the broken piece of the wire. No issues were noted, and case was terminated. Patient was recovered in the recovery area until hemostasis of femoral site was sealed, then discharged.